Manufacturer narrative:
A medtronic representative reported that when testing the system that it exited when in the cranial application and it would not reboot. A replacement computer was sent to the site for issue resolution. A medtronic representative replaced the computer. After part replacement, the system functioned properly. Issue resolved. Analysis of suspect computer as follows: the computer booted normally to the application screen. The cranial program and exams loaded without issue. Seatools long test-no errors. Memtest86-no errors. Unit has passed all required testing. Unable to replicate reported issue.

Event description:
A medtronic representative reported that the navigation system was having difficulty booting up for a cranial resection procedure. When they tried to boot the system it took multiple tries to get into the application. It would become unresponsive sometimes when displaying the blue "medtronic" splash screen, sometimes with "no input detected," and sometimes with "booting kernel". They had cleared off all the old exams on the system and it appeared to be fine, but then the issue happened in this case. They were able to proceed with the procedure, utilizing the system, after multiple reboots. No patient impact. No delay to procedure.